Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis and the reported failure was confirmed and replicated. During cautery activation, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: erbe error c-34, "hf voltage too low in on state." The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy simple surgical procedure, the customer reported to technical service engineer (tse) mid procedure, that error c-34 high frequency voltage was too low in on state on integrated electrosurgical unit (iesu) generator. Tse confirmed the errors on the logs. The customer confirmed restarting the system and changing the cable however the issue persisted. The customer was using the other monopolar cable, and second monopolar outlet also did not help. The customer required using monopolar energy for the procedure. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.